Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms during basal and bolus deliveries. The customer could not recall all of their past blood glucose (bg) levels. The customer would change their supplies or resume insulin delivery without the need of changing any supplies. As the occlusion alarms had occurred in the past or supplies had been changed, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.